Manufacturer narrative:
(B)(4). Damage to drive connector. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During the evaluation, it was hard to install the hand piece and it needed to be twisted to go in all the way. Upon removing the cover, the device was found to have a bent flex coupler.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on 06/08/2011. During the procedure, the motor coupler on the device was noted to be bent and the unit vibrated violently. The nurse had to hold unit but the device functioned without issue and the procedure was completed using the same mdu. There were no adverse patient consequences.